Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The user's blood glucose (bg) level was as high as 450 mg/dl with trace ketones. The user addressed bg level with a manual injection. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.